Manufacturer narrative:
The reported event was addressed with phone support. The customer was able to press the emergency stop button and remove the instrument. No site visit was conducted. Intuitive surgical, inc. (Isi) did not receive the instrument to confirm/identify the reported issue.

Event description:
It was reported that during a da vinci-assisted gastric bypass surgical procedure, an instrument was stuck grasping bowel. They tried to use the instrument release key (irk) to release it, but it was not releasing. Moments later caller said they were able to release it. The procedure was completed as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer informed that the instrument was a grasper instrument and was not a force feedback instrument, but they were unable to specify what the exact instrument was. There was no harm to patient tissue. There was no bleeding. The instrument was stuck closed and they were unable to open it with the irk. The instrument was not stuck on tissue. Once the emergency stop button was pressed, the customer was able to remove it. It is unknown if the instrument is available for return.